Manufacturer narrative:
Final analysis found medical adhesive inside the ventricular setscrew inset and on the ventricular setscrew and the connector block threads. This likely contributed to the reported setscrew anomaly.

Event description:
It was reported that during the implant procedure, the pulse generator setscrew broke. The device was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.